Event description:
It was reported that a spectrum pump had very low battery upon power up at the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During testing of the device, the battery was unable to be charged and drained quickly, presenting a "battery very low" message. A review of the event history log revealed "battery very low!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed alternating current (a/c) power cord. The power cord requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: additional information was received to clarify the initial reported symptom that the issue was regarding its battery that did not take a charge. H10:follow up MDR was launched to clarify that this type of malfunction would not lead to death or serious injury.